Manufacturer narrative:
The field service engineer (fse) inspected the analyzer and suspected that the sample probe was possibly clogged or contaminated (clogged). The analyzer was then disabled from performing any tests. The fse replaced the probe and completed probe adjustments. He performed an air purge three times, a system reagent prime and multiple ion-selective electrode (ise) checks. The results were all successful. Calibrations, qc and precision checks were performed with successful results. The customer filed an MDR with uf/importer report # (B)(4) to the FDA.

Event description:
The initial reporter received questionable ise indirect na and ci for gen.2 results for 70+ patient samples tested on the cobas pro ise analytical unit. The reporter also stated they were having qc issues. The reporter stated that they are suspecting a hardware issue. The initial results were reported outside of the laboratory. The patient samples were rerun on their other analyzer. The repeat results were deemed correct. The sodium electrode lot number is c4854. The chloride electrode lot number is v8946. The expiration dates were requested but not provided.

Manufacturer narrative:
The last calibration performed on (B)(6) 2022 was within specifications. The qc target means and ranges for sodium and chloride were not provided. The qc recovery appears to be acceptable on (B)(6) 2022 based on the status messages and the z-score (mean and standard deviation calculation). The customer's level 1 qc on (B)(6) 2022 was flagged with a 1-3s rule violation with a z-score of 5.95 (out-of-range high). The field application specialist (fas) noted that the validated automatic centrifuge unit (acu) settings are: centrifugation at 360 seconds at 4150 rpm (3004 x g). The customer only provided a centrifuge setting of 4000 x g for their in-house centrifuge. Based on the provided information, the investigation determined that the customer's automatic centrifuge unit (acu) settings were outside the recommendations provided by the tube manufacturer. It was also noted that the centrifugation speed for the in-house centrifuge was faster than the tube manufacturer's recommendations. The alarm trace contained "sample probe: abnormal aspiration", "sample foam detection", "abnormal aspiration (sample pipetter s1)", and "sample probe: sample short" errors. The new alarm trace from the event on (B)(6) 2022 contains sample short, sample foam detection, sample clot detection, abnormal aspiration (sample pipetter s1), and sample probe: abnormal aspiration errors. These are indicators of possible poor sample quality. The issue was not resolved by the field service engineer's (fse) first service visit. The customer reported further issues. On the second service visit, the fse inspected the ion-selective electrode (ise) sipper, vacuum nozzle, vacuum vessel, and sample probe. He did not find any issues. He performed ise checks with successful results. He verified the instrument's performance through precision tests, calibration, and qc with successful results. On the third service visit, the analyzer was again inspected by another fse and no hardware issues were noted. The customer performed qc and precision with successful results. After the last service visit, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue. The cause of the event could not be determined.